Event description:
It was further reported that the patient required repetitive administration of catecholamines.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Newly received information provided medications administered and laboratory data. Section b2 outcome attributed to adverse event was corrected to indicate that intervention was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient is a participant in a (B)(6) study. If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that during the ventricular assist device (vad) implant procedure, the patient experienced right heart failure associated with a worsening of their intraoperative hemodynamic. The patient received extracorporeal membrane oxygenation (ECMO) for about forty minutes. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that post vad implantation, the patient experienced atrial fibrillation and tachycardia. Of note, the arrhyt hmias were detected by electrocardiogram (EKG) and the patient was administered antiarrhythmic medication.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction: -b5 desc evt problem: corrected to include additional signs and symptoms of the patient. -b7 relevant history: corrected to include "left ventricular (lv) reduction" -h6 patient codes (ime/annex e): corrected to include codes e060102 and e060109 -imf (annex f) health impact: corrected to include codes f1203 and f22 -h10 addt manufacturer for MDR: corrected to update the product event summary this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw35991 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, during the ventricular assist device (vad) implant procedure, the patient experienced right heart failure associated with a worsening of their intraoperative hemodynamic, and the patient received extracorporeal membrane oxygenation (ECMO). It was then reported that the patient required repetitive administration of catecholamines. It was further reported that post vad implantation, the patient experienced atrial fibrillation and tachycardia. Of note, the arrhythmias were detected by electrocardiogram (EKG) and the patient was administered antiarrhythmic medication. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for investigation completion and correction. Correction d5: operator of device was corrected from lay user/patient to healthcare professional. Correction d6a: implanted date was updated to (B)(6) 2019. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, during the ventricular assist device (vad) implant procedure, the patient experienced right heart failure associated with a worsening of their intraoperative hemodynamic, and the patient received extracorporeal membrane oxygenation (ECMO). Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and issues related to the therapeutic use of anticoagulant and antiplatelet medications. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.